Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced edema. The event was considered resolved. Subsequently, the patient died to an unrelated cause.

Manufacturer narrative:
Initial investigation determined the death was due to unrelated reasons as reported by the treating physician. After consulting a second qualified neurosurgeon, the MDR will be supplementally submitted under death as the edema may have been due to the neuroblate procedure which may have caused death.

Event description:
Upon further investigation, it was reported that the patient experienced a hemorrhae and ultimately died.